Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred system logs were not available for review.

Event description:
It was reported that after an ion lung biopsy procedure, the patient developed a pneumothorax, which required chest tube placement and hospitalization. The target nodule was close to the pleura. The procedure was completed as planned. A moderate-sized pneumothorax was detected via chest x-ray after the procedure, a chest tube was placed to resolve it. The patient was admitted for 2 days, the chest tube was removed and the patient was sent home. The physician believed the pneumothorax would have likely occurred via another modality and an inherent risk of the lung biopsy procedure. There was no device malfunction associated with the event.